Event description:
Ldl-apheresis was performed without any problems. This was the first treatment for the pt. About 5 hours after treatment; the pt had a hematochezia. The pt was recovered after transfusion.